Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Physician reported right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6, visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device. Observed next to device biological tissue. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted.